Event description:
The customer reported to customer service that the power supply for her pump in style pump had a damaged housing and there was a breach present. Customer also reported that her husband went to remove the transformer from the wall and the housing pulled apart and gave him a small shock and burn to his finger.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that in the process of disconnecting her adapter from the outlet, her husband felt a shock and heat from the power adapter and burned his fingertips. The case of the adapter was cracked and screws were melted. Currently she is just breastfeeding, but will return to work soon and needs an efficient breast pump. Her husband's fingertips were slightly reddened and did not blister. This went away by the next day and he has required no medical attention or treatment. There is no adverse effect for customer or her husband and no indication for further clinical f/u. The product involved in this complaint was not returned for eval/investigation. Therefore, no conclusions can be made at to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.